Event description:
A complaint was reported stating the pt was experiencing charging problems between the implant and the external equipment. During a lead revision surgery, communication with the implant could not be established. The surgeon decided to replace the pt's implant.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, therefore, they will not be returned for evaluation.